Event description:
Reference number: (B)(4). Event occurred in united arab emirates. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient was hospitalize on 1(B)(6) 2024 due any blood glucose value, diabetic ketoacidosis seizure and diabetic coma event. Length of hospitalization was 48 hours. The blood glucose level was 24mmol/ml. Reason of hospitalization was ketones level. Vomiting symptom was reported at time of hospitalization. Therefore, patient was treated with intravenous drip. No further information available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: united arab emirates.